Event description:
The customer reported being hospitalized due to high blood glucose of 515 mg/dl. The customer stated that she was vomiting prior to her admission. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir alarms when the infusion was changed. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. The customer mentioned that her glucose level has been over 600 mg/dl the last two days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.